Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transportation to the sicu, the iabp alarmed possible helium loss. It was noted that the balloon was ruptured. As a result, another iab was used. There was no report of patient complications, serious injury or death.

Event description:
It was reported that during transportation to the sicu, the iabp alarmed possible helium loss. It was noted that the balloon was ruptured. As a result, another iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. Upon return, blood was noted within the helium pathway. During the investigation, the iabc central lumen was found broken. Also, the iab bladder tip was not attached to the distal tip. Due to the combined damages, it could not be confidently determined which damage occurred first or what initially caused the complaint. A non-conformance has been initiated to further investigate the issue for the broken central lumen within flex tip assembly. A corrective and preventive action has been initiated to address the bladder not attached to the distal tip. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.